Event description:
Reportedly, the pacemaker involved in this MDR report showed a "time to elective replacement indicator (eri)" at 44 months +/- 2 months when interrogated on (B)(6) 2010. However, 12 months later, the eri was reached. It was explanted and returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.